Manufacturer narrative:
Result: in-fastener shut off.

Event description:
It was reported by service report that during preventative maintenance, found issues with the cot's in-fastener shut off. No adverse consequences or pt user injury were reported.